Event description:
Biomedical personnel reported alleged overinfusion of drugs by the device while on a pt. Device was checked by biomedical and no fault found. Additional pt or events details are not available.